Manufacturer narrative:
Exact date unknown, event occurred in spring of 2020.

Event description:
It was reported that the patient was having burning sensations when the stimulation was turned on which causes discomfort. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility.